Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings:a review of the black box did not show any evidence of short battery life. A low battery warning was observed associated with normal discharged battery wear. The battery cap that was returned with the pump was used to complete investigation. The pump powered on normally and successfully completed ezprime steps. The pump was exercised for 24 hours with no power issues occurring. All current draws were found to be within specifications. The pump cover was removed and there was no evidence of any defects to the power circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.